Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts; however, the pump would not vibrate for alerts. There was no adverse impact to the customer's blood glucose reported. During troubleshooting with tandem technical support, the issue was resolved. Reportedly, the customer continued to use the pump for insulin therapy.